Event description:
It was reported that the implantable device and this right ventricular (rv) lead were implanted in this patient in canada. The patient was in (B)(6) and was contacted by his following physician that pacing impedance measurements were greater than 3000 ohms on the rv channel. The patient presented to an emergency room for evaluation and boston scientific technical services was contacted. A boston scientific technical services consultant reviewed the device data and identified the impedance has been gradually increasing over the past four months. Additionally, threshold measurements have been increasing in parallel with the increased impedance. The consultant stated that the gradual rise would indicate some type of physiologic process. The device output should be reprogrammed to an appropriate safety margin to accommodate for the elevated thresholds and this rv lead will most likely require replacement. The system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).